Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in 2010 via tha for the patient's left hip. After the surgery, the patient had frequent dislocations, so revision surgery was performed on (B)(6) 2021 to replace the liner and head. When the surgeon deployed, the joint and soft tissue were scarred. The surgeon replaced liner and head and make sure not to dislocate and close the wound. The surgery was completed successfully without any surgical delay. After the revision surgery, the surgeon checked the implant and found that the inside of the head had turned black. The surgeon commented that it would be soft tissue necrosis due to co-cr wear powder. No further information is available.